Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump functioned properly during displacement test and self test and all operating currents were normal. Insulin pump had moisture damage on electronic and motor assembly. Insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump has water damage. Blood glucose value is 93 mg/dl. Customer stated that the device was in a bag and water got in it. Customer reports there is fluid under the lcd screen. Nothing further reported.